Event description:
The info rec'd from the affiliate states that male pt, who was enrolled in the study, was presented to the interventional lab in 2005 for stenting of a lesion located in the left superficial femoral artery (sfa). The lesion was de novo and calcified. The vessel anatomy was straight. At the beginning the procedure, 5000iu of heparin was given to the patient. For pre-dilation, a 5 x 80 mm submarine/invatec balloon was used. One smart stent was placed in the left distal sfa (7 x 120 mm stent). Post dilation balloon: 5 x 80 mm (submarine/invatec) at 8 atmospheres. The percentage stenosis (non-occluded part) before the procedure was 40%, and after the procedure 0%. At discharge aspirin, clopidogrel and low-molecular-weight heparin were given. There was no reported injury to the pt. The pt returned for a f/u visit in 2006, and x-rays revealed that there was a fracture at the proximal portion of the stent.

Manufacturer narrative:
The product was not returned for eval and testing. Add'l info will be forthcoming within 30 days upon receipt.